Event description:
It was reported a user started a freestyle libre 3 plus sensor with the libre app instead of the ilet app, resulting in a "sensor in use by another device" notification resolved by the user starting a new freestyle libre 3 plus sensor with the ilet mobile app, after which the sensor entered warmup without affecting blood glucose, consistent with an interoperability issue and user setup procedures rather than a device component malfunction. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified during setup, associated with user procedure and not attributable to a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and improper setup.

Manufacturer narrative:
Initial.